Event description:
The customer stated that the patient's ECG waveform was not displayed at the central monitoring station, although heart rate from ECG was displayed. The issue disappeared when the customer performed the steps to end telemetry monitoring and reconnected the patient monitor to the central station. There was no harm to the patient, as a result of this product problem. Note for block a: additional information for the patient identifier shown in block a1 was not provided.

Manufacturer narrative:
It was not necessary to return the device for evaluation to perform the investigation. Method code: review of system log files obtained by modem connection to actual device. Manufacturer's evaluation summary: the device is an installed centralized patient monitoring system, that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wireless connections. Evaluation of internal log files from the subject device confirmed the reported problem. The root cause of the issue is under investigation and will be reported in a supplemental report.